Event description:
The manufacturer became aware of an allegation that an end user developed little black specs in the seal while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware of an allegation that an end user developed little black specs in the seal while using an ds2adv auto CPAP. The device was returned to the manufacturer. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings.